Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported quality control (qc) issues and performed a patient lookback. Only the sample reported in this report had to be corrected. The customer stated she had run precision and the data was sent to the siemens headquarters support center (hsc) for review. Hsc reviewed the data and found imprecision and consistent mix issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 1 (r1) mixer due to low result obtained following service methods test (cr1bs) performed. The cse ran qc for level 1 and level 3, resulting within ranges. The cause of the discordant, falsely elevated vitamin b12 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin b12 result was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin b12 result.